Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the issue was found while the system was outside of clinical use, during preventative maintenance. The philips field service engineer identified that the problem was caused by unbalanced counterweights on the ID shift of the stand. The fse solved the issue by installing additional counterweights on the ID shift. After current calibration and testing, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system was outside clinical use when the issue occurred. As per the instructions for use, the responsible organization (the owner of the equipment) should ensure that a routine check and maintenance program is performed on the product. The responsible organization shall make sure that the program is fully up to date before using the product for its intended use. After re-evaluation, philips concludes that the complaint is not reportable.

Event description:
It was reported to philips that the system freezes in parking position. The detector goes up and down 1cm and the stand does not want to move anymore. No user or patient harm has been reported. Philips has started an investigation regarding this issue.